Manufacturer narrative:
It appears the fiber was being fired at the time of the break which could indicate movement or bending of the fiber inside the scope while the scope was bent. This would cause a break in the fiber and appears to be an issue since the fiber was able to be bent around the 400 micron test fixture.

Event description:
Fiber broken. Spoke with rep at facility and no other information is available.